Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, blood coagulation disorder, uncontrolled endocrine illness, drug or alcohol abuse, biomechanical overload, preceding/simultaneous bone augmentation.